Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The lot number was not reported; therefore, a device history record review was performed based on the sales history of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " on (B)(6), during a decarboxylation treatment using a kit hp-x, a prismalung kit and a prismaflex monitor, an air entrance in the access line occurred. The access and return lines of the kit hp-x were connected to a catheter arrow 14f/20 cm of length, placed in right femoral position. The medical staff was informed of the air entrance, following the triggering of alarms the prismaflex monitor. At this time, the nurse in charge of this treatment noticed that the access line was full of air, all along the line. So, the nurse disconnected the patient and then she checked the catheter: it was not able to deliver a blood flow rate. Clinical consequences: the patient, a female of (B)(6) had an acute respiratory distress syndrome. According to a physician of this medical reanimation, this patient was possibly in hypovolemia. So, his hypothesis is that the catheter was "stick" to the wall of the blood access, which induced the extremely negative blood access pressure and the air entrance.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: " on (B)(6), during a decarboxylation treatment using a kit hp-x, a prismalung kit and a prismaflex monitor, an air entrance in the access line occurred. The access and return lines of the kit hp-x were connected to a catheter arrow 14f / 20 cm of length, placed in right femoral position. The medical staff was informed of the air entrance, following the triggering of alarms the prismaflex monitor. At this time, the nurse in charge of this treatment noticed that the access line was full of air, all along the line. So, the nurse disconnected the patient and then she checked the catheter: it was not able to deliver a blood flow rate. Clinical consequences: the patient, a female of (B)(6), had an acute respiratory distress syndrome. According to a physician of this medical reanimation, this patient was possibly in hypovolemia. So, his hypothesis is that the catheter was "stick" to the wall of the blood access, which induced the extremely negative blood access pressure and the air entrance.